Event description:
Device 2 of 3. Ref MFR reports #: 1627487-2014-24259 and 1627487-2014-24261. It was reported the pt experienced an episode of over-stimulation above the ipg site when he turned on stimulation. X-rays revealed lead migration. Diagnostics indicated low impedances. Subsequently, surgical intervention was undertaken to explant and replace the ipg and the leads. The pt reported effective coverage post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.